Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.25 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 255 mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02dec2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.25x38mm synergy stent was advanced but failed to cross the lesion due to calcification and angulation. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed shaft break.